Event description:
Customer called to report a centrifuge bowl leak that occurred during a treatment procedure. Name and function of complainant: same as reporter. Customer called to report a bowl leak during collect 3rd cycle. Small splashes of blood on centrifuge wall. Customer cleaned centrifuge chamber, drain bag empty. Treatment was stopped and blood was returned to the pt manually. Customer returned smart card for investigation.

Manufacturer narrative:
Batch record review of lot b716 was conducted. There were no non conformances related to this event type. Lot met release requirements. Complaint lot review conducted and 3 add'l complaints for centrifuge bowl leak were reported to date for this lot. No trends were detected. The data key was received and analyzed. The kit was not received for analysis. Based on the analysis for this complaint, no remedial action was taken. A more thorough analysis would have been possible if the bowl was returned for examination. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. The assessment is based on info available at the time of the investigation. (B)(4).